Event description:
It was reported: patient scheduled for left hip revision surgery for removal and reimplantation of left acetublar shell, liner and femoral head.

Manufacturer narrative:
Additional information has been requested and if provided will be reported on a supplemental report.